Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4)

Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient); "delay of 10 minutes" (no code available). Product problem(s): "system message occurred" (device displays error message). A customer reported a system message during surgery. Technical services was called and the facility was told the filter needed to be cleaned. The system was rebooted and the case was completed. There was a delay of 10 minutes. No patient impact was reported.